Event description:
Reporter alleged the test strip vial did not contain an expiration date, lot number, or catalog number on it. It was reported no actions were taken or treatment received reportedly, a request was made for the return of the suspect device and replacement product was sent.